Manufacturer narrative:
Evaluation of the returned canister revealed blood inside and outside of the canister housing. Due to the returned condition, the canister was unable to be functionally tested; therefore, the root cause of the reported complaint could not be determined. Penumbra canisters are 100% visually inspected and functionally tested by the supplier. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra engine, a penumbra canister (canister) and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the canister was placed onto the engine and then the ace68 was connected to the engine. Afterwards, aspiration was initiated; however, not enough vacuum was observed coming from the distal tip of the ace68. Therefore, the canister was removed. The procedure was completed using a new canister, the same engine, and the same ace68. There was no report of an adverse effect to the patient.